Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for two patient samples. The following results were provided: (customer provided reference range 0.7-1.1 mmol/l) sid (B)(6), 55-year-old female patient: initial result = 3.48 mmol/l, repeat result = 0.68 mmol/l (B)(6) 2026 70-year-old female patient: sid (B)(6) initial results = 3.2 mmol/l, repeat result = 0.82 mmol/l . No impact to patient management was reported.